Manufacturer narrative:
Investigation summary: an internal complaint ((B)(4)) was received indicating that a microscope drape (part number 30-4838, lot number 1411189-10) ripped past the ocular piece, causing the surgeon to change gloves to keep the sterile field. Then, when the surgeon looked into the eye piece, he could not see the surgical field due to a large occlusion. The doctor removed the eye piece from the drape. (B)(4). The initial complaint indicated a sample was available for evaluation. However, as of may 11, 2016, the sample had not been returned. This investigation is incomplete. When new and critical information is received, this report will be updated.

Event description:
The plastic ripped past the ocular piece, causing the surgeon to change gloves to keep the sterile field. When he looked into the eye piece, he could not see the surgical field. There was a large occlusion in the eye piece. The doctor said it appears to be inside of the plastic. He had to remove the eye piece from the drape. The doctor questioned the product's sterility. The drape was in use during a neuro spine surgical case. This incident caused a delay in the operation and the amount of time the patient was under sedation. The staff considered bringing a second microscope into the or and using another drape due to the patient's sedation and neck being opened for surgery.

Manufacturer narrative:
Root cause analysis: the root cause is undetermined. (B)(4) is supplied to deroyal by (B)(4). In its supplier corrective action request (scar), the manufacturer stated that a true root cause cannot be determined because a sample was not returned. Potential root causes have been identified as the following: overheating during sealing; not enough heat during sealing; and improper handling of the device during draping. Corrective action: in its scar response, premier guard indicated a corrective action is not being taken. Investigation summary: an (B)(4) was received indicating that a microscope drape (part number 30-4838, lot number 1411189-10) ripped past the ocular piece, causing the surgeon to change gloves to keep the sterile field. Then, when the surgeon looked into the eye piece, he could not see the surgical field due to a large occlusion. The doctor removed the eye piece from the drape. A sample of the defective device was not returned to deroyal for evaluation. Because the finished good is supplied to deroyal by premier guard, a scar was issued to the manufacturer. A review of the scar and supplier notification letter logs for 2014-2016 identified similar complaints. A letter was issued to (B)(4) in 2015 for the device perforation failing to tear properly. The deroyal sales representative determined the product was ordered via a sample account and the incident occurred during the doctor's first-time use of the product. The finished good is packaged in a sterile pouch and would maintain its sterility unless the package is opened or damaged. This warning is on the product label. Preventive action: premier guard indicated in its scar response it is not taking a preventive action. This investigation is complete. When new and critical information is received, this report will be updated.

Event description:
The plastic ripped past the ocular piece, causing the surgeon to change gloves to keep the sterile field. When he looked into the eye piece, he could not see the surgical field. There was a large occlusion in the eye piece. The doctor said it appears to be inside of the plastic. He had to remove the eye piece from the drape. The doctor questioned the product's sterility. The drape was in use during a neuro spine surgical case. This incident caused a delay in the operation and the amount of time the patient was under sedation. The staff considered bringing a second microscope into the operating room (or) and using another drape due to the patient's sedation and neck being opened for surgery.